Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the device packaging for a 7.0 i.d. Tube contained size 7.5 i.d. Tube. The customer reported that there was no patient involvement.